Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the 9mm insert could be locked at anterior side, but it could not be locked at posterior side. There were no cement or foreign material on the baseplate. The surgeon tried to lock 5~6 times, but it could not be locked on posterior side. So, the surgeon inserted 8mm insert instead of it. When the 8mm insert was inserted, it could not be locked on posterior side once, but it could be locked both anterior and posterior side second time. The surgeon requested that breakage of the posterior side and root cause of same cases.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: the underside/locking mechanism of the returned device showed little evidence of attempted implantation. The remainder of the device was unremarkable. Dimensional inspection: consultation with operations indicated that a dimensional inspection would likely fail, as the polymer is expected to shift once implantation is attempted. A precise dimensional inspection would likely fail around certain features. The device was tested with a go gage ((B)(4)) and was within specification. Functional inspection: a corresponding baseplate was requested from finished goods. The device snapped in successfully. Correspondence with operations indicated an audible snap must be heard to indicate full seating of the insert in the baseplate. Functional testing cannot confirm the reported event. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the returned device passed a functional inspection. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the 9mm insert could be locked at anterior side, but it could not be locked at posterior side.there were no cement or foreign material on the baseplate. The surgeon tried to lock 5~6 times, but it could not be locked on poster side. So, the surgeon inserted 8mm insert instead of it. When the 8mm insert was inserted, it could not be locked on posterior side once, but it could be locked both anterior and posterior side second time.the surgeon requested that breakage of the posterior side and root cause of same cases.